Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the unit will not alarm and the on/off switch needs replaced.